Event description:
The customer stated the device is not charging when connected to battery power. No patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.